Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had changed out the cassette and not the solution bags. The home patient (hp) stated she had already changed out the set but not the bags. The technical service representative (tsr) explained to the hp that she needed to start over with all new supplies. There was patient involvement but no injury or medical intervention was reported. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011 regarding the reported alarm. The rn stated that the hp was completing therapy and there were no complications from the reported problem. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for use error - failed to follow therapy steps during the priming stage. The patient reported that they only changed out the cassette and reused the same solution bags. The problem is confirmed for use error - failed to follow therapy steps, but the assignable cause is undetermined since we are unaware why the patient decided to replace the cassette during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.